Event description:
Healthcare professional reported two days after injection with unspecified juvederm voluma in the lateral cheeks and nasojugal folds pt presented to the healthcare professional with "significant swelling and redness" of the right nasolabial fold through the cheek. Pt was prescribed ciproxin; symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 04/22/2014. Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of redness ans swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.